Manufacturer narrative:
The unit passed displacement test; it failed sleep current measurement and active current measurement tests. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. The high current measurements were isolated to pcba1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.